Manufacturer narrative:
D4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, patient information and orders were delayed. Customer stated that patient information from epic did not cross to pyxis es, and pyxis machines were placed in critical override. However, there were no delays or adverse events or injuries reported based on this event.